Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the control iq software intermittently did not adjust insulin delivery as intended. Reportedly, insulin was being delivered based off the pump personal profile settings instead of control iq settings despite control iq being turned on. The customer's blood glucose level ranged from 251-262 mg/dl. A pump reset was performed to address the issue. Customer continued to use the pump for insulin therapy.